Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result on a nasopharyngeal swab with ID now covid-19 assay performed on (B)(6) 2021. Confirmation testing with rt-pcr and gene xpert was performed and generated negative results (CT values not provided). Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m169586 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot: m169586 , test base part number 190-430 / lot: m169586. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169586 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue as the log files were deleted prior to export. Address: (B)(6). Reference MFR. Report: (B)(4).